Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced recurrence, adhesions, pain, bowel complications, loss of enjoyment of life, disability, loss of mental health, scarring, disfigurement, defective mesh, mesh failure. Post-operative patient treatment included revision surgery, mesh revision.